Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states that the lancet protruded and stuck her finger; however, no medical attention was needed. No adverse event reported. Requested return of suspect device and replacement was sent.